Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 assay result for 5 patient samples tested on the cobas c 303 analytical unit. Sample 1: the initial result was 7.6%. The repeat result at another site was 6.6%. Sample 2: the initial result was 5.9%. The repeat result at another site was 5.1% the test was repeated after medical personnel questioned the recovery in several patient samples. The repeat results were deemed correct.